Manufacturer narrative:
.

Event description:
The customer reported that the biological indicator "exploded" during processing. After handling the biological indicator the customer reported that she received hydrogen peroxide contact. The customer reported that the contact site was the palm of the hand and fingers, and the site turned white with a burning sensation. The customer did not see a doctor and did not require medical attention, the contact area was clear by the next day.